Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. The device was received for evaluation. Visual and functional testing showed that the device would not turn on and the control knobs were missing. The reported issues were confirmed. The battery holder assembly was found to be damaged. The problem source was deemed to be user-related as the device had the appearance of being dropped. Action(s) taken to mitigate the reported issue(s): replaced damaged battery holder assembly and missing knobs; device passed all functional tests.

Event description:
It was reported that the device had no power and three knobs were missing. No patient injury was reported.